Manufacturer narrative:
(B)(4). Method: the subject mr290v autofeed humidification chamber as part of the rt380 adult dual heated evaqua2 breathing circuit, additional information and photographs were requested to be provided to fisher & paykel (f&p) healthcare for analysis. The subject mr290v vented autofeed humidification chamber was not returned to f&p healthcare as the device was confirmed to be destroyed by the customer. Our investigation is based on the information and photographs provided, and our knowledge of the product. Results: the provided video observed a leak between the chamber dome and base of the mr290v autofeed humidification chamber. No damage to the chamber dome or base was seen visible in the provided video and photos. Conclusion: our investigation was unable to determine the exact cause of the reported fault. The user instructions provided with the rt380 breathing circuit include the following: "do not use the chamber if the seals are not intact of if it has been dropped." "Visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in china reported on behalf of a healthcare facility that a mr290v autofeed humidification chamber as a part of an rt380 adult dual heated evaqua2 breathing circuit, was found leaking water after one minute of patient use. There were no reported patient consequences.